Event description:
It was reported that the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed on a moderately calcified, mildly tortuous lesion. A 1.50mm rotapro was being used for treatment. During ablation the physician was attempting to remove the advancer, the burr became stuck on the guidewire while inside the patient. The burr and guidewire were removed from the patient and a new 1.50m rotapro and guidewire were used to successfully complete the procedure. No patient complications resulted due to this event.